Event description:
Add'l info rec'd from rptr (B)(6) 2011: I recently filled out a report on a monarc bladder sling. I just received further info on it so I'm sending it to you. It was manufactured by american medical system. The size said tm. It was under description as monarc sling (B)(4). It was an implant and had lot# 645685026 and site was bladder suspension. Intraoperative care plan listed as hysterectomy, total lap/monarc.

Event description:
In (B)(6) of 2010, I had a hysterectomy and a monarc bladder sling put in. I have been very uncomfortable since. I have problems trying to sit, can never get comfortable. I usually can only try and sit back in our stuffed chair w/feet on ottoman, stand or lay. Walking helps but not total. If I don't go for a walk at some time each day, I am in so much pain. I do not know what to do. It is the only way I can try and deal with this. Needless to say I have lost (B)(6) since my surgery. No amount of weight lost seems to help this get any better - I am absolutely exhausted and miserable. I am unable to have personal relations with my husband as well. My inside always feels like they are coming out which is extremely uncomfortable. I have constant pain in groin area, between thigh and labia, and lower back, front pubic bone area, abdomen and hips. Lately I have to urinate more frequently and feel like I cannot wait very long to go to the bathroom. I am having a hard time holding back flatulence and sometimes it is a major chore to have a bowel movement. When I set upright my crotch area goes to sleep - so I cannot sit very long. It has not been a very good time.